Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing. Noise was noted but due to it being short lived and non-sustained, the device was left in the patient until the box change was due. It was also noted that a right ventricular (rv) lead impedance warning triggered due to high pacing impedances. During the device replacement, the leads were tested through an analyzer. The physician thought the device was faulty so it was explanted and replaced, but the leads were left in use and attached to the new device. No patient complications have been reported as a result of this event.